Event description:
It was reported that low ventricular sensing value was noted on this lead approx. 6 months after the implantation. The lead was successfully repositioned.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 3rd of september 2021 and 3rd of march 2022 recorded a gradually decrease of the rv sensing amplitude from initially 5 milivolts to 2 milivolts at the end of recording period. Furthermore it recorded a gradually decrease of sensing impedance from initially 700 volts to 570 volts. No iegm episodes were available for evaluation. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.